Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty lcd driver. The insulin pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call of blank display and audio beep anomaly from the insulin pump. The customer's blood glucose reading was 182 mg/dl. The customer stated that his pump stopped working in the morning and when he changed his battery, the screen went blank and made a long continuous tone. The customer stated that the pump was not dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline battery. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.